Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with an artoura plus smooth high profile 475cc and experienced deflation (side unknown) post-operatively. As a result, the patient underwent removal on (B)(6) 2021. The device serial number was reported as (B)(4); however, this serial number is not associated with any current mentor products.

Manufacturer narrative:
On apr 29, 2022, additional information was received. The date of event was identified as apr 6, 2022. The procedure was identified as a reconstruction primary. Patient's age was identified as 63 years old. The patient's race is caucasian. The device serial number was identified as (B)(6). The deflation was found to have occurred on the left side. The date of implantation was identified as (B)(6) 2021. On may 4, 2022, the explantation date was identified as (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the device was observed deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).